Event description:
Event description cpi received information that this sweet tip bipolar lead (4269), exhibited undersensing. An invasive procedure was performed to reposition the lead after it was determined to be dislodged. The lead remains implanted.